Manufacturer narrative:
Initial reporter address 1:2 (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured at the middle part. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured at the middle part. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
E1 initial reporter address 1:(B)(6). E1 initial reporter city: (B)(6). D4 lot number: updated from 0028807455 to 0029169489. D4 expiration date: updated from 02/03/2025 to 04/04/2025. H4 device manufacture date: update from 02/04/2022 to 04/05/2022.